Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2018-oct-10 reporting that the patient met a manufacturer representative who attempted to wake up the battery but this was unsuccessful. The reported issues were stated to be due to the battery being at end of life (eol). Their appointment was scheduled for (B)(6) to meet a neurosurgeon. The issues had not yet resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging. It was reported that they had poor communication. The patient reported that the ins wouldn¿t charge. They stated that when they try to recharge the ins the recharger shows the ¿reposition antenna screen¿ (poor communication). When asked when the last time they successfully recharged, the patient stated that they had gone on vacation for about 10 days and didn¿t charge during that time. The patient stated they thought they charged right before they left for their trip, so the last charge was approximately 10 days ago. The patient stated that the reason for not charging was due to it getting harder and harder to charge the ins because it depleted quickly and took longer and longer to charge up. The patient stated that they could not communication with another external device. During the call the patient got the poor communication screen on their patient programmer. The patient was redirected to follow-up with their healthcare provider (hcp) to address a possible overdischarge/check their device. Patient services reviewed the information about the overdischarge and the patient stated that this was the first time this situation had happened to them. No symptoms were reported. It was asked but was unknown when the ins battery depleted quicker/took longer to charge. The patient stated that it had been a long time, but they didn¿t know a month or year. The issue of the patient programmer and recharger not communicating with the ins began on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the battery was replaced on 2018-(B)(6) due to the battery being at end of life. The patient said it was normal depletion. No further complications were reported.